Event description:
The customer stated that one patient sample generated an elevated (positive) result with the architect stat troponin-I assay (0.032). The same sample generated results of 0.013 and 0.015 when repeated. Unit of measurement was not provided. Patient results were reported out of the lab with no impact to patient management documented.

Manufacturer narrative:
(B)(4). Evaluation method and results: a review of the complaint data was performed to assess the performance of the assay. The complaint activity was normal for the issue under investigation. An investigation was conduct in response to the complaint. Since no returned materials were received and the lot number of the assay used (questioned) was unknown, in-house lot numbers (29489un09 and 31278un09) known to be previously shipped to the customer during the time of the incident were investigated. Testing was performed on these two lots over five days and all acceptance criteria were met. A complaint tracking and trending review was also performed and no increase in complaint activity for this issue was observed. Based on the investigation results, no specific reason was found to be contributing to this issue; however, the customer was referred to the assay package insert, specimen collection and preparedness section to insure correct specimen handling is always performed. The investigation indicated that no malfunction was identified related to the investigated lots. This is a final report.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with an unk umbilical catheter. The customer reported a leak developed in the catheter after pinching it to prevent back flow from the arterial line.